Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verioiq meter would not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began approximately 3 weeks prior to contacting lfs and stated that the problem occurred multiple times. The patient manages their diabetes with self-adjusted insulin. The patient reported consuming more food/drink after the alleged issue began. The patient reported that, on one occasion when the meter would not turn on, they developed symptoms of ¿dizzy and was about to pass out¿. The patient stated that they were involved in physical activity at the time. The patient reported treating their symptoms by consuming some sugar and drinking a soda. The patient denied testing on any other device at the time. The csr was unable to troubleshoot as the patient did not have test strips available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient suffered serious symptoms associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Visual and dimension testing was carried out on the retain strips. The strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.